Manufacturer narrative:
The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event.

Manufacturer narrative:
Additional manufacturer narrative: although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Failure of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis, non-calcific degeneration and/or endocarditis. In this case, minimal information regarding this valve-in-valve procedure was received and attempts to get additional information regarding the condition of the device, patient's medical history, or possible comorbidities have been unsuccessful. If new information becomes available, a supplemental report will be submitted. This device is not available for return and evaluation as it remained implanted. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported via the implant patient registry that a 25mm pericardial aortic valve was disabled after an implant duration of 10 months for unknown reason. A second device, a 26mm transcatheter valve, was implanted in the aortic position using a valve-in-valve procedure. No additional details were provided.

Manufacturer narrative:
Aortic regurgitation (ar) in bioprosthetic heart valves occurs when the valve does not close properly in diastolic phase, which results in retrograde flow of blood into the left ventricle. Often moderate to high regurgitation requiring reoperation in the early post-operative period is due to procedural related issues and is unrelated to the device. As the device was not returned for evaluation, the root cause for the regurgitation remains indeterminable. However, it is likely that patient and procedural factors contributed to the event. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. No further corrective or preventative actions are required at this time. Edwards will continue to review and monitor all events through the use of edwards quality systems. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Patient underwent valve-in-valve (tavr) due to aortic insufficiency. The patient had a complication post-avr by atrial fibrillation with hypotension, shock liver, aki, then persisting ileus, then by amiodarone lung toxicity. Following this had exacerbation of diabetes mellitus from prednisone for lung toxicity, requiring insulin, then had admission for hypoglycemia. Post-op course also complicated by dvt associated with PICC line. Admitted from snf for hypertensive emergency. Admitted in the fall with embolic stroke, started on long term oral anticoagulant. New left ventricular systolic dysfunction which progressed with worsening ai and diastolic measurements. Underwent invasive assessment of ai consistent with severe prosthetic valve regurgitation. Underwent successful valve-in-valve tavr via left subclavian. Readmitted soon after with volume overload. Enrolled and engaged in hf cm. Has developed hyperkalemia, angiotensin converting enzyme inhibitor and aldactone stopped. Likely from aldactone, which was started on most recent hospitalization.